Event description:
The advocate stated that the customer tested her blood glucose and received a reading of 178 mg/dl using her breeze2 meter. The customer retested using another meter and received a reading of 71 mg/dl. The difference between readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.